Event description:
It was further reported that the lesion being treated was a 75% stenosed, non calcified right coronary artery. The physician predilated the lesion with a maverick2 balloon, 2.0x20mm then another 2.5x20mm balloon. The balloon was fully inflated and the physician did not encounter any difficulties deflating the balloon.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a coronary dissection occurred. The physician was inflating a taxus express2 drug eluting 2.75 x 32mm stent in an unknown location. A medtronic ar2 launcher guide was used. Following inflation of the balloon and delivery of the stent the physician could not retrieve the balloon. The patient developed chest pain and coronary occlusion for several minutes. A coronary dissection occurred and the physician had to use 2 other stents to repair the dissection. A favorable resolution occurred after implantation of the other 2 stents and physician also prescribed reopro treatment. The patient's status is reported as satisfactory/good.